Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of a merlin.net transmission revealed that the pulse generator exhibited post sensed t waves. No patient symptoms or intervention was reported.